Manufacturer narrative:
Device received with blank display, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify ¿low battery¿, ¿replace battery now¿, or "power loss" errors due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer reported short battery life. The insulin delivery was stopped due to low power. Troubleshooting was done for replace battery now alarm. Customer stated that they did not received low battery alarm prior to replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.